Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Multiple follow up attempts were made to obtain the customer's backup insulin therapy; however, the customer did not respond to follow up attempts. Customer¿s blood glucose level was 398 mg/dl.